Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, d9, g3, g6, h2, h3, h6 and h11. The device was returned for inspection and the customer's allegation was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: identified rear cover of video cable was loose. A definitive root cause for the could not be identified. Based on the results of the investigation it is likely that the event reported was caused due to water leak in cable unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was received: it was reported the camera head had no image and a leak in the head assembly.

Event description:
It was reported the camera head exhibited no image. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.